Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device came back for routine maintenance and the technician recognized a cut in the patient cable. The cause of the cut was not identified. There was no alarm for the event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a damaged mpu patient cable was confirmed. The returned mpu (serial number (B)(6)) was inspected on 23sep2020, and scratches in one small area of the patient cable¿s jacket were observed upon arrival. The mpu was functionally tested and was found to perform as intended despite the observed damage. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The original damaged mpu patient cable was further tested by the ppe department with a known working test mpu. The cable was heavily manipulated throughout testing. No atypical events occurred, and the patient cable functioned as intended despite the observed damage. The root cause of the damage to the patient cable was unable to be conclusively determined through this analysis. Review of the device history record for mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 05oct2017. The heartmate 3 patient handbook instructs users to check for damage regarding their equipment, including their mpu and its patient cable, and to obtain a replacement if necessary. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the mpu¿s patient cable was confirmed. The returned mpu (serial number (B)(6) was inspected on 23sep2020, and a cut in the patient cable was observed upon arrival. The mpu was functionally tested and was found to perform as intended despite the observed damage. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the patient cable was unable to be conclusively determined through this analysis. Incidental findings: damaged mpu bottom housing. Review of the device history record for mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 05oct2017. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, instructs users to check for damage regarding their equipment, including their mpu and its patient cable, and to obtain a replacement if necessary. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.